Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Pro duct ID: neu_unknown_cath, serial #: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type: catheter. Product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2020, UDI #: (B)(4). Product ID: neu_unknown_cath, serial/lot #: unknown. Product ID: 8709, serial/lot #: (B)(4), ubd: 21-sep-2003, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider ((hcp) via a company representative regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 100 mcg/day via an implantable pump for an unspecified indication for use. It was reported that a physician stated they were increasing the dose, but the patient had no relief of symptoms, so they assumed there was a catheter problem and wanted to replace the catheter only. The company representative reported that they were told on (B)(6) 2019 that this would be a pump replacement, but they learned at the case on (B)(6) 2019 that the physician was replacing only the catheter. Diagnostic tests or troubleshooting performed was unknown. The complete catheter was explanted and was replaced. The issue was resolved. The patient was without injury regarding their status at the time of the report. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been not applicable. It was noted that the customer was notified that the product should be returned to the manufacturer; however, the hcp had refused return of the catheter. Other medications (oral, etc.) The patient was taking at the time of the event was unknown. The patient¿s weight and medical history was indicated as having been requested but was unknown/would not be made available. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The previously reported implant date of (B)(6) 2018 regarding catheter model 8709 with serial# (B)(4) was incorrect and should indicate (B)(6) 2001 product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.